Event description:
In 2009, the pt reported experiencing an e4 (occlusion) error, while attempting to bolus or prime. She stated that she changed her insulin cartridge and battery, but she continues to receive e4 errors. The infusion site has been in use for 1 day and the infusion tubing has been in place for 5 days. To troubleshoot, the pt was instructed to remove the infusion tubing, and she was able to prime through the adapter without error. She attached a new infusion tubing and primed without error, and then reconnected to the infusion site and bolused without error. She stated that her blood glucose was elevated to 300 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.